Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure the fiber tip fell. It was not reported if the fiber tip detached inside or outside of the patient. The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the outer flow tubing open end wall integrity is compromised, and erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Failure card analysis: lot: 807, use date: 05/03/2018, use time: 01:34:23 pm. Joules used: 222,410 joules. Joules count does not match warranty form information. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 313,270 joules and 30 minutes the fiber came off. It was not reported if the fiber tip detached inside or outside of the patient. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. No harm to the patient reported.